Event description:
It was reported that on (B)(6) 2013, a 3.5x33mm xience prime stent was successfully implanted in the mid right coronary artery. On (B)(6) 2013, a 3.0x23mm xience prime stent was successfully implanted in the mid left anterior descending (mlad) coronary artery. On (B)(6) 2014, the patient was hospitalized due to silent ischemia. On (B)(6) 2014, the patient was found to have 90% in-stent restenosis in both stented lesions. Percutaneous coronary intervention was performed in the mid left anterior descending and the mid right coronary arteries, resolving the event. On (B)(6) 2014, the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(6). Data lab: (B)(6) 2013: ck=131 u/l, normal upper limit 200; (B)(6) 2013: ck-mb=14 miu/ml, normal upper limit 25; (B)(6) 2014: ECG=no new mi; (B)(6) 2014: ck=42 u/l, normal upper limit 200; (B)(6) 2014: ck-mb=6 miu/ml, normal upper limit 25; (B)(6) 2014: troponin I=0.004 ng/ml, upper reference limit 0.026. The 3.0x23mm xience prime mentioned is being filed under a separate medwatch report. There was no reported device malfunction and the product was not returned. Stenosis and ischemia are listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.